Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the te recognition test. The cause for the failure was isolated to an open along the pulse wire between ECG "b" and the distributor node. The root cause for the open pulse wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the patient had experienced "check therapy pad" messages.